Event description:
It was reported that the patient underwent a surgical procedure to replace his ams device. The previous device was removed and replaced with an inflatable penile prosthesis (ipp) due to unknown reason. No information about the patient's outcome was provided.